Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twenty-one minutes after a leadless implantable pulse generator (ipg) implant procedure the patient was found unresponsive and hypotensive. An emergency echocardiogram was ordered, and a right ventricular perforation was found. A pericardiocentesis was performed and fluid was removed. The patient was moved to the intensive care unit (ICU). The device remains in use. No further patient complications have been reported as a result of this event.